Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling cartridges. Reportedly, the customer was unable to provide the amount of insulin that the cartridge was filled with, but reported filling with "as much insulin" as possible. There was no impact to the customer¿s blood glucose level. Reportedly, a new cartridge was loaded successfully.